Event description:
This report was received via a lens return. In follow-up with the ophthalmologist, a 41 year-old woman underwent cataract extraction of the left eye with implant on ceeon lens, model 812b/5.5(d), on 1/25/1999. She later complained of fluctuation of her vision and edge glare. The lens was found to be decentered (undersized and low power). On 4/20/1999, explant of the iol was performed without incident ahd she is recovering without any problems.